Manufacturer narrative:
Correction: b5, d10, b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during the cardiac ablation procedure, the mapping system froze for approximately 5-10 minutes while mapping. The issue resolved on its own. The case was completed.

Event description:
It was reported that following a affera ablation procedure, the patient experienced hypotension and required hemodynamic support with vasopressor medication. The patient was unable to be weaned off norepinephrine post-procedure, leading to a plan to place a central line in the post-anesthesia care unit and to continue titrating down the vasopressor as tolerated. To improve blood pressure, 750 ml of intravenous fluids were administered, resulting in improvement and allowing for rapid weaning of pressors. The event was assessed as related to the index procedure. The patient required extended hospitalisation. The patient recovered and was discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.